Event description:
It was reported that the locking screw is stuck in the plate, and it needed to be removed intraoperatively. He removed the plate with the screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that the screw is completely stuck in the plate as complained. The parts can not be disassembled without destructive forces, which would damage the threads. In this case we found that the thread flanks of bone thread are completely flattened. This makes a determination of the exact cause of this occurrence impossible. It is known that excessive force while inserting the screw can lead to a damage of the thread and finally to a blockage. Based on the provided information it is impossible to determine if this did happen during the insertion, by an excessive metallic contact or during extraction together with the plate. The complaint history records of the plate and screw were reviewed and no similar complaint was found. Regrettably a review of the manufacturing documents is not possible as the article number and lot number were cut away during the preparation of the plate. No product fault could be detected.